Event description:
It has been reported to philips that during a pacemaker implantation, the system failed. The patient was moved to another operating suite to complete the procedure. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) reviewed the system log file and found the suite pc could not open or lost connection with certeray generator error. Log analysis was not able to confirm the errors. Ips module was replaced to resolve the issue. After replacing, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was moved to another operating suite to complete the procedure. It was reported that the suite pc could not open or lost connection with certeray generator. Review of the system log file and found the generator stopped working and could not be accessed anymore. Upon further inspection it was confirmed that the failure of a 24volt internal power supply (ips module) within the generator was the cause. Fse replaced the ips module to resolve the issue. After replacing, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.